Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿within the last 2 months¿ of the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with cephalosporin (dose, frequency, route, and duration were not reported). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.